Event description:
It was reported that this lead programmed to bipolar sensing exhibited high out of range pacing impedance measurements, loss of capture and oversensing of noise. Noise was able to be reproduced with provocative movements. This lead was reprogrammed to unipolar with acceptable measurements obtained. This lead remains in service. No adverse patient effects were reported.